Event description:
It was reported that during a lap hysterectomy procedure, after about 30 minutes, the generator alarmed and displayed error code 5, and changed another new one to complete the or. No patient consequence.

Manufacturer narrative:
Evaluation summary: the analysis results found that the device was returned with the blade gouged and cracked. Due to the damage to the blade, it was confirmed that the device was non functional. An error code 5/ solid tone was noted. The identified blade damage may have occurred from external contact during activation. In addition, minor blade damage may increase in severity during subsequent activations, and may result in blade "lockout" later in the procedure. Therefore, the instructional insert states: "scratches on the blade may lead to premature blade failure" and "avoid accidental contact with other instruments during use".